Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Unit uploaded properly using carelink. Unit also had a missing reservoir tube o-ring, minor scratched display window, scratched case, cracked battery tube threads, cracked case at battery tube side, peeling serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer passed away in an unknown location. The cause of death was unknown. The reporting party did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was 520 mg/dl at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller agreed to return the insulin pump for analysis. The hospital confirmed that the customer's cause of death was not insulin pump related. This report is only being made for the failure analysis results. Frn-unk-rsvr; unomed set. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer.

Manufacturer narrative:
S/w 2.9d, retainer ring = missing. Patient passed away on (B)(6), 2021. On (B)(4) (svn: (B)(6)) (B)(6), 2020, the customer alleged the metal terminal on the back of the battery cap came off. The unit did not have a battery installed when received. Unit received without the original battery cap. Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. History download was successful using thus and carelink upload was successful. Unit also had a missing reservoir tube o-ring, minor scratched display window, scratched case, cracked battery tube threads, cracked case at battery tube side, peeling serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. Data analysis: on (B)(6) 2021 daily total of all insulin delivered = 15.75. On (B)(6) 2021 daily total of all insulin delivered = 11.525. On (B)(6) 2021 daily total of all insulin delivered = 5.55. On (B)(6) 2021 daily total of all insulin delivered = 0. On (B)(6) 2021 daily total of all insulin delivered = 0. On (B)(6) 2021 daily total of all insulin delivered = 0. On (B)(6) 2021 daily total of all insulin delivered = 0. In summary, pump passed all required testing. Unable to perform the displacement test, occlusion test and dat due to missing retainer. Unable to verify customer alleged for the battery contact damage due to pump received without the original battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. Patient passed away on (B)(6) 2021. Device was returned with physical or cosmetic damage reported and no allegations. Device received with a depleted kirkland signature alkaline battery installed. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. History download was successful using thus and carelink upload was successful. Device had minor scratched display window, scratched case, torn serial number label, pillowing keypad overlay, stained keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: the formatted history file lists data from (B)(6) 2019 to (B)(6) 2021. Device tested ok. Returned insulin pump was confirmed to have physical/cosmetic damage an no allegations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.